Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-06252. Further follow-up indicates the patient had their lead explanted and replaced. Issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-06252. It was reported the patient lost effective coverage due to one of the s1 drg leads having migrated. The issue was confirmed via x-rays. Surgical intervention may be pending.